Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. Visual inspection found grip close cable was broken in between the grips. The strand that stuck out at the grips was about 0.41 in measurements. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed cables were identified from the megasuturecut needledriver instrument. The instrument was not used. There was no patient harm, adverse outcome or injury reported.